Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, while deploying a 6f exoseal vascular closure device (vcd), the device did not turn completely black on the last step while deploying. It "missed a step" and the device did not deploy properly. The deployment lever was able to be pressed when the indicator window was black/white. There was pulsatile flow observed from the bleed back indicator. The window did not change to black/black while there was still pulsatile flow observed. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was properly stored and opened in sterile field. The procedure used a retrograde approach. The physician is a regular user of the device. There were no visible signs of device/package damage prior to use. A cordis 6f avanti sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer retracted together until bleed back significantly slowed or stopped. One non-sterile vascular closure device 6f was received for evaluation. Per visual analysis, the deployment lever on the device was not depressed and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received in white/black position and the guard was found locked. No anomalies were observed during the analysis. A functional test could be successfully performed with the returned device. The plug could be deployed, and all the mechanisms associated with the deployment functioned as expected. The reported event of "deployment lever (button)-inaccurate deployment-at white/black position" was not confirmed through analysis of the returned device since the product was received not deployed and there were no anomalies noted during the functionality test. The exact cause of the issues experienced by the customer could not be conclusively determined during the product evaluation. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the reported event of deploying the button at the white/black position of the indicator window since the received device did not match the description provided as the button was not depressed and the plug was not deployed. However, procedural/handling factors are possible. As warned in the instructions for use (IFU), which is not intended as a mitigation, "do not use the exoseal¿ vcd if the device appears damaged or defective in any way." The IFU also cautions, "the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program." Additionally, the IFU states, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported issues could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while deploying a 6f exoseal vascular closure device (vcd), the device did not turn completely black on the last step while deploying. It "missed a step" and the device did not deploy properly. The deployment lever was able to be pressed when the indicator window was black/white. There was pulsatile flow observed from the bleed back indicator. The window did not change to black/black while there was still pulsatile flow observed. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was properly stored and opened in sterile field. The procedure used a retrograde approach. The physician is a regular user of the device. There were no visible signs of device/package damage prior to use. A cordis 6f avanti sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer retracted together until bleed back significantly slowed or stopped. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11 this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.